Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a blank display; was able to get the display back on by changing the battery several times in a short period. The customer's blood glucose level was unknown. The customer reported damage on the reservoir compartment. The customer declined a continuation of therapy device and was transferred. Nothing was replaced or returned.